Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg no longer hold a charge and the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and fully recovered postoperatively. The explanted ipg was discarded.